Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 58 trident psl cup. The following other devices were also listed in this report: omnifit m-ha hip stem; cat# 6041-1240; lot# unk; unknown poly; cat# unk; lot# unk; 28mm ceramic head; cat# unk; lot# unk; it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device and medical records were not returned to the manufacturer due to hospital patient confidentiality policy. Additional information has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patients hip was dislocating. Dr wanted to revise acetabulum and do a head exchange. Went in for surgery and found patients hip to be infected. No details related to infection were provided. Extracted all stryker implants and put in antibiotic spacer. Surgery was routine.